Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. (B)(4). The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid right coronary artery. A 3.0x48mm xience xpedition stent was implanted, but a dissection was noted at the distal part of the stent. A new 2.75x28mm xience v stent was successfully implanted to cover the dissection, resulting in good flow. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.